Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro was initially connected the wire jaws were red and hot without being activated. The hospital used a second hemopro device, successfully completed the case. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation results: investigation was completed and it was observed that the jaw boot was thermally damaged. This indicated that the jaws had experienced elevated temperatures at one point in time and could have been a result of an intermittent circuit failure. The reported observation was confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.